Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left femoral artery. A 4.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. However, during the third inflations at 14 atmospheres for 2 minutes, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.